Manufacturer narrative:
This event occurred in (B)(6). The investigation did not find any instrument related issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable sodium, potassium, and chloride results for 1 patient sample on a cobas 8000 cobas c 701 module. Sodium: the initial result was 112.20 mmol/l. The repeated results were 126.40 mmol/l, 137.10 mmol/l, and 137.20 mmol/l. The sample was repeated on a different instrument and the result was 137.30 mmol/l. The last two repeated results were believed to be correct. Potassium: the initial result was 1.73 mmol/l. The repeated results were 1.95 mmol/l, 2.11 mmol/l, and 2.14 mmol/l. The sample was repeated on a different instrument and the result was 2.21 mmol/l. The last two repeated results were believed to be correct. Chloride: the initial result was 77.60 mmol/l. The repeated results were 86.70 mmol/l, 94.70 mmol/l, and 94.50 mmol/l. The sample was repeated on a different instrument and the result was 95.60 mmol/l. The last two repeated results were believed to be correct. The results were not reported outside of the laboratory. The electrode lot numbers were requested but were not provided.